Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was ¿trapped¿ in an unknown clearlink administration set. This occurred during an unknown process step, while the device was being used with a sigma spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.